Event description:
Report received of a stent becoming dislodged from a stent delivry system. The physician attempted to place a biodivysio 3.0 x 22mm coronary stent in the distal portion of the right coronary artery which was 3.0mm in diameter and moderately tortuous. The lesion was described as very heavily calcified. Predilitation of the vessel was performed. It was reported the physician encountered difficulty when attempting to position the stent at the lesion due to the excessive calcification. The physician decided to remove the stent delivery system, guiding catheter and guidewire. It was noted that the stent was not on the stent delivery system following removal from the pt's body. A visible search was performed of the field and the stent was found in the rotating hemostatic valve of the cardiac catheterization kit. The pt was stable throughout the procedure. Balloon angioplasty had been performed on the right coronary artery and no further treatment was done. Though requested, no additional info was provided.